Manufacturer narrative:
The involved device has not been returned for evaluation. Therefore, the investigation was conducted based on a review of information provided by the user facility, a retention sample and manufacturing quality records. Inspection and testing of a retained sample from the reported lot confirmed that there were no defects or anomalies and product performance specifications were met. A review of the device history record and shipping record confirmed there was no production related problems. A review of the complaint files confirmed that this lot number has not been reported previously. Although the cause of the reported event cannot be definitively determined, there is no indication that there was any relation to a defect or malfunction of the device. All currently available information has been filed by qa at the manufacturing facility for appropriate tracking, trending and follow-up (B)(4).

Manufacturer narrative:
(B)(4). The actual sample, along with a piece of the fractured stainless steel coil, were returned and evaluated. Visual inspection confirmed that the distal segment of the core wire and the stainless steel coil had been fractured from the shaft. The platinum coil segment was completely missing. The actual device was measured and found to be missing 9mm of the core wire and 3676mm of the stainless steel coil. Magnifying inspection revealed that the stainless steel coil had been stretched likely caused from becoming stuck in the stent struts. Electron microscopy of the fractured cross sections revealed: the end of the core wire had been flexed; cracks were found in the core wire; and the end of the stainless steel coil had been distorted. Inspection and testing of undamaged segments of the returned device, a sample from the same reported lot number and a sample from current production all confirmed that there were no defects or anomalies and product performance specifications were met. A review of the device history record and the shipping inspection record indicate that there were no production related problems. A review of the complaint files confirmed that this lot number has not been reported previously. Based on the evaluation results of the actual device, a sample from the same lot and a sample from current production, there is no indication that this event was related to a device defect or malfunction. The findings suggest that the guidewire was fractured while being withdrawn due to subjected pulling and repetitive bending forces. Device labeling does address the potential for such an event in the warnings section of the instructions-for-use by statements such as: "if any resistance to the run through or the dilation catheter is felt during manipulation or if the shape, behavior of the guide wire's tip seems improper, e.g. In a case where the tip is trapped due to vessel spasm or some other causes, stop manipulating the guide wire (and the catheter) and determine the cause carefully by fluoroscopy and take suitable remedial actions. Then remove the guide wire slowly, without turning, to exchange it for a new one." All available information has been placed on file in quality assurance for appropriate tracking, trending and follow up.

Event description:
This report is being submitted as follow-up # 1 for mfg. Report # 9681834-2014-00182 to provide additional information regarding evaluation of the returned sample.

Event description:
The user facility reported that during a procedure a runthrough ns guidewire "ruptured and the distal part got stuck into a stent." The procedure was finished with no harm to the patient. No additional details have been provided by the user facility.